Manufacturer narrative:
H4 - device mfg date: corrected. Received one device customer complaint of error code 45639 confirmed through incoming inspection and performance verification tests. Probable cause main board suffered a fatal error causing it to fail. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the pump showed error code 45639 during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.